Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-04164. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the system was explanted on an estimated date of (B)(6) 2010.